Event description:
Dealer states that the right frame has a fracture where the crescent link attaches to the rear of the frame.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.